Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/13/2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel prp system centrifuge us (new) pump motor keeps popping out when the angel is filling and un-filling. The perfusionist had to put his finger on it so it would not keep popping up. This was discovered during a procedure with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The complaint allegation was not confirmed. One unpackaged, abs-10060, angel prp system centrifuge, serial/batch number (B)(6), was received for evaluation. Visual inspection revealed no issues with the device. Functional testing was performed with 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The complaint describes that the system in question, sn (B)(6), had mechanical failures with the black rotary pump. According to the complaint, the black rotary pump repeatedly popped up during the run. This error could not be replicated. The device reported outputs of 38ml platelet-poor plasma (ppp), 19ml rbc, and 4ml prp. The prp volume within the syringe was recorded as 3.6ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (see table 1 in memo). Please note that the prp had expected cellular foldx concentrations. Average concentrations and foldx of cbc data of wb and prp samples. No problem found.

Event description:
Additional information was received on 12/19/2024: this was during a triple arthrodesis of the foot procedure with anesthesia on (B)(6) 2024. The case was completed by holding down the black rotator on the angel, and the prp was then able to be expelled from the machine. There was no case delay and no adverse effects on the patient.